Event description:
Vns patient experienced an episode of bradycardia during generator replacement surgery, at which time his heart rate reportedly dropped to between 20-29bpm when introperative device diagnosis testing was performed. It was reported that the patient's blood pressure remained stable in the "90s" during the episode and that the bradycardia was transient. The patient suffered no ill effects. Stimulation has been initiated at 0.25ma normal mode output current without further incident.